Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 unsupported scope error issue could not be reproduced/the device was found to meet specifications. A definitive root cause of the event could not be determined. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had no image, e315 error. The issue was found during inspection before use. The diagnostic procedure (enteroscopy) was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital (group) (B)(6) hospital ( (B)(6) hospital) the device was returned to olympus for evaluation and the customer's allegations were not confirmed. The device evaluation found that the charged coupled device (ccd) was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.